Event description:
Reporter alleged obtaining the results of 350 mg/dl and 160 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 2-3 units of novolog insulin based on the 160 mg/dl and also on how much food he was going to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.